Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aneurysm approximately one month ago. Vessel morphology was reported as the iliac arteries were tortuous and severely calcified (contained plaque) bilaterally. The procedure was done percutaneously with local anesthesia. During the procedure, the patient had some pain and the anesthesiologist said that is common in these procedures. It was reported that the stent graft was deployed and the contralateral gate was cannulated. The nose cone was then docked into the graft cover; however, a large chunk of calcium came in between the graft cover (sheath) and the nose cone. It was not possible to completely dock the nose cone and to remove the delivery system from the patient. Attempts to do so continued for 1.5 hours. Finally, the decision was made to do a retroperitoneal cut down, remove the plaque and remove the delivery system from the patient. The stent graft was accurately placed and did not move during this process. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (removal difficulty, surgical procedure). Patient's condition affected effectiveness of device (anatomy related; bilateral severe calcification, and tortuosity). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; bilateral severe calcification, and tortuosity).